Manufacturer narrative:
Submit date: 08/22/2016. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a peripherally inserted central catheter (PICC).the customer reports they were unable to flush line during procedure prep. The line was not placed in patient.

Manufacturer narrative:
Because a lot number was not provided, a device history record (DHR) review could not be performed. The product sample was returned for evaluation. It consisted of one unused catheter of product ID 43304, which was received inside of a generic plastic bag. After visual inspection, no evidence of use was noticed and no defects were identified initially. However, during functional testing the sample was attempted to be flushed with water, but it did not pass through on both lumens. The sample was magnified to verify any damage. This inspection revealed that the tip of the catheter was crushed causing occlusion in the catheter. The physical PICC manufacturing line was reviewed. No potential causes for the tip occlusion were identified. According to procedure, manufacturing performs 100% occlusion test during production, which would identify this issue. The catheter is positioned inside a sheath with funnel and latterly placed in the pouch. The sheath function is to cover the catheter from any damage such as kinks, cuts or crushing and the pouch sealing is opposite to the tip location on the pouch. The operator has to test 100% of the pieces one by one. An additional occlusion test is performed on post-sterile sampling inspection. The condition encountered during sample evaluation is highly detectable during production since 100% occlusion test is performed. The storage conditions are unknown; there is a possibility that storage conditions and handling can be related to a crush on the catheters tip after it was removed from its covering sheath. Based on all gathered information, it is considered that the encountered condition was caused post manufacturing activities. The sample was returned within a generic plastic bag, out of its covering sheath. Therefore, the most probable root cause can be considered that it occurred during handling since the final storage conditions or manipulation is unknown. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual and functional inspection and visual and functional acceptance sampling) are in place to prevent nonconforming product from leaving the manufacturing operations. As per procedure, manufacturing performs 100% functional testing during production, which would identify occlusion issues. This complaint will be used for tracking and trending purposes.